Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: as the surgeon was putting the aspirator into the trocar, they were placing it into the trocar at an angle and had to push it down the trocar with some force. While pushing the aspirator down, the aspirator damaged the clear plastic piece of the seal and pushed it down the cannula and into the patient's abdomen. The surgeon pulled the piece out of the patient's abdomen. The piece was fully intact. There is a small split/hole where the aspirator poked and shoved it down, but the piece is still whole. It is confirmed that everything was retrieved from the patient's abdomen. The surgeon tried to replicate the event with a demo trocar and aspirator, and the event did recur however the surgeon had to use much more force during this demonstration in order to remove the clear plastic part from the seal. The product is available for return. Type of intervention: pulled the piece out of the patient's abdomen. Patient status: patient was okay.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear component. Visual inspection confirmed the complainant¿s experience of shield dislodgment and a torn septum. The clear component was identified to be a shield, an internal plastic component of the seal. Based on the condition of the returned unit and description of the event, it is likely that the dislodged shield and fragmented septum were caused by the non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.¿ applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. [Correction] sections d1 and d4 (primary unique device identification number and additional unique device identification number) have been updated.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: as the surgeon was putting the aspirator into the trocar, they were placing it into the trocar at an angle and had to push it down the trocar with some force. While pushing the aspirator down, the aspirator damaged the clear plastic piece of the seal and pushed it down the cannula and into the patient's abdomen. The surgeon pulled the piece out of the patient's abdomen. The piece was fully intact. There is a small split/hole where the aspirator poked and shoved it down, but the piece is still whole. It is confirmed that everything was retrieved from the patient's abdomen. The surgeon tried to replicate the event with a demo trocar and aspirator, and the event did recur however the surgeon had to use much more force during this demonstration in order to remove the clear plastic part from the seal. The product is available for return. Type of intervention: pulled the piece out of the patient's abdomen. Patient status: patient was okay.